Event description:
It was reported to gore that the patient underwent an unknown ventral hernia repair on (B)(6) 1997 whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 1998, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic pain, infection, seroma. Additional event specific information was not provided.

Manufacturer narrative:
Adverse event problem codes b21 / c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 1995 ¿ (B)(6) 1995: (B)(6) medical center. Inpatient hospitalization. ­(B)(6) 1995: (B)(6) medical center. ¿surg: (B)(6)¿. Operative report. Procedure: nissen fundoplication. Pre- and postoperative diagnosis: gerd. Anesthesia: general. Estimated blood loss: 700 cc. Specimens: none. Findings: ¿[no] masses palpated in initial abdominal exploration. Gastric fundus mobilized around esophagus.¿ . (B)(6) 1995: (B)(6) medical center. (B)(6), md. Radiology. Kub [kidney ureters bladder] and upper gi. ¿finding: ¿ the esophagus demonstrates a normal mucosal pattern without evidence of abnormal barium collection or filling defect. The stomach demonstrates a normal mucosal pattern and emptied promptly. The duodenal bulb and sweep are normal. There was no evidence of hiatal hernia. There was no evidence of gastroesophageal reflux.¿ . (B)(6) 1996 ¿ (B)(6) 1996: (B)(6) medical center. Inpatient hospitalization. ­(B)(6) 2016: (B)(6) medical center. ¿surgeons ¿ dr. (B)(6), dr. (B)(6)¿. Operative report. Procedure: ventral hernia repair. Pre-and postoperative diagnosis: ventral hernia. Anesthesia: general. Estimated blood loss: minimal. Complications: none. ­ findings: ¿jp [jackson pratt] drain placed.¿. (B)(6) 1996: (B)(6) medical center. [Provider signature illegible]. Discharge note: ¿pt [patient] doing well on po [oral] percs [percocet], tol [tolerating] reg [regular] diet. Jp drain dc¿d [discontinued] by dr. (B)(6). Pt. Dc [discharged] to home. Scripts, follow up info [information] and instructions given to pt.¿. Implant preoperative complaints: (B)(6) 1997: (B)(6) medical center. Dr.(B)(6), md. Indications: ¿the patient is a 39 -year -old male who had a previous open nissen procedure, who complained of midline incisional pain approximately 1 year later. On examination, he had an obvious incisional hernia in the lower aspect of the celiotomy scar, however, there were smaller defects appreciated throughout the full length of the incision. Thus, the patient was scheduled for elective repair of his hernia.¿. Implant procedure: ventral herniorrhaphy with gore-tex mesh. [Implant: ¿gore-tex mesh¿. Product ID not provided]. Implant date: (B)(6) 1997 [hospitalization dates (B)(6) 1997]. (B)(6) 1997: (B)(6) medical center. Dr. (B)(6), md. Operative report. Assistant #1: dr. (B)(6), md. Pre- and postoperative diagnosis: large abdominal incisional hernia. Procedure: ¿the patient was placed in supine position. After general anesthesia was achieved, the patient was prepped and draped in the usual sterile fashion. Initially, a midline incision was made over the previous celiotomy scar in the inferior aspect, the inferior 6-7 cm. With electrocautery, we dissected until the hernia sac was identified. The hernia sac was stripped and excised from its associated subcutaneous tissue. With further attempting to identify the rim of good fascia as we went inferiorly along the incision site, there were multiple small hernia defects, as if with each stitch the fascia had pulled. Thus, were ultimately obligated to open the entire celiotomy scar and incising into the entire previous fascial repair with multiple small hernia defects. With the entire incision open, as well as the fascia opened, the edges of the fascia were debrided until good fascial tissue was identified. The subcutaneous tissue was debrided away from the fascia to allow for a good 3-4 cm rim of intact fascial tissue. The frayed and herniated fascia was all debrided off and removed from the field. The underlying omentum was also lysed off its adhesions to the underlying peritoneum and abdominal wall. Once we had the entire rim of fascia free from the peritoneal side as well as having debrided the subcutaneous tissue, we had an extremely large defect measuring about the size of the previous celiotomy scar. Thus, we took the largest gore-tex mesh sheet available, it was soaked in antibiotic solution initially, and placed it in the abdomen. Interrupted #2 prolene sutures were placed a t 2-3 cm away from the fascial edge to interruptedly suture the gore-tex graft on the underside of the fascial rim for the entire length of the hernia defect. These were placed at 1 cm intervals for the entire circumference of the closure. After all the sutures were placed, they were tied and we were content with the repair, there was good strength throughout the entire perimeter. The fascia was reapproximated with 3-0 vicryl sutures and 2 jackson -pratt drains were placed over the bed of the repair and brought out either side of the incision. The subcutaneous tissue was also reapproximated with 3-0 vicryl sutures to cover the gore-tex graft. 4-0 biosyn suture was used to close the midline incision without difficulty. The patient tolerated the procedure well, was extubated in the operating room and went to the recovery room in good condition.¿. (B)(6) 1997: (B)(6) medical center. [Provider signature illegible]. Surgery progress note: ¿39 yo [male] s/p [status post] ventral hernia repair¿ pe [physical exam¿ abd [abdomen] ¿ nd [non-distended], tender to palpation @ excision site, dressing cdi [clean dry intact] ¿ a/p [assessment/plan] 39 yo [male] recovering well s/p ventral hernia repair.¿. (B)(6) 1997: (B)(6) medical center. [Provider signature illegible]. Surgery progress note: ¿39 yo [male] s/p ventral hernia repair¿ pe ¿ abd ¿ dressing cdi. Jp draining minimally, sensitive to palpation ¿ improved pain, + bs [bowel sounds].¿. Relevant medical information: (B)(6) 1997: (B)(6) medical center. Dr. (B)(6). Emergency room. ¿history. 39 yo [male] presents from (B)(6) hosp [hospital] with complaint of llq [left lower quadrant] pain + burning. S/p large hernia repair (B)(6) 1997. Also repaired in 96. Nissen fundoplication in 95. Reports sharp pain starting at 6pm last night with 2 loose stools immediately following. [No] brbpr [bright red blood per rectum], tarry stools. Denies lightheadedness, nausea. Pain feels deep. Denies dysuria/flank pain¿ physical¿ abd obese [with] large midline scar, well healed. [No] rebound or guarding, moderate tenderness on l [left] side. + bs. To be seen by surgery.¿. (B)(6) 1997: (B)(6) medical center. [Provider signature illegible]. Surgery consultation: ¿imp [impression]: 39 yo [male] s/p ventral hernia repair [with] mesh c/o [complaining of] abd pain. Probable inflammatory process. No evidence of recurrent hernia or defect. Plan for ibuprofen x 5d [times 5 days]. Pt to return if [increasing] pain or continued pain for re eval [re-evaluation] & possible CT scan. Plan to d/c home.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. Abdomen ultrasound: ¿indication: to evaluate size of anterior wall fluid collection. Findings: high resolution ultrasound of the anterior abdominal wall demonstrates a 9 x 2.5 cm fluid collection in and around the surgical mesh. Some septation is noted. Overall, the fluid collection had diminished by approximately 1/3 since the previous examination. Impression: residual fluid collection in the anterior abdominal wall.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. CT scan of abdomen and pelvis: ¿history: abdominal wall pain. Status post recent fundal plication and ventral hernia repair¿ findings: there is an approximately 16 x 10 cm oval shaped fluid collection of the anterior abdominal wall, just beneath the mesh. There is an associated stranding of fat. There is a fatty infiltration of the liver. Otherwise, there is no evidence for any focal lesions.¿ ¿impression: 6 x 10 cm fluid collection of anterior abdominal wall, just beneath the mesh. It could be drained percutaneously.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. Abdominal ultrasound: ¿indication: anterior abdominal wall collection post laparotomy. Findings: under ultrasound guidance, the extensive fluid collection in the anterior abdominal wall was localized. The inferior aspect of the mass was marked. The collection was found to be septated with internal debris. The patient's coagulation status was checked. Fully informed written consent was obtained. A 5.5 french catheter was inserted into the fluid collection inferior to the inferior aspect of the anterior abdominal wall mesh. 700 cc of blood -tinged fluid were obtained. Specimen was sent for culture and sensitivity. Impression: aspiration of anterior abdominal wall collection.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. CT of the abdomen: ¿history: abdominal wall fluid collection. Technique: 10 x 8 mm transaxial cuts from the dome of the diaphragm to the iliac crest, without IV contrast and with a small amount of oral contrast, were obtained and compared to the previous study of may 6, 1998. Findings: there is a fluid collection under the mesh of the anterior abdominal wall, which measures now 15.5 x 8 x 18.4cm. Otherwise, there has been no significant change. Impression: abdominal wall fluid collection.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. Ultrasound guided abdominal wall drainage: ¿history: chronic seroma associated with mesh repair of ventral hernia. Findings: ultrasound was performed over the anterior abdomen. There is a 10.0 x 3.5 x 5 cm septated fluid collection seen deep to the midline scar. Utilizing aseptic technique and l lidocaine for local anesthesia, an 18 gauge spinal needle was inserted into the fluid collection under continuous ultrasound guidance. Approximately 920 cc of fluid was withdrawn. The patient tolerated the procedure well and there was no evidence of immediate complications. Impression: ultrasound guided drainage of anterior abdominal wall seroma.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. Ultrasound guided drainage: ¿clinical history: status post ventral hernia repair with fluid collection in abdominal wall. Findings: an abdominal ultrasound was performed for the purpose drainage of anterior abdominal wall fluid collection. Under sterile technique, 3 cc of 2%- lidocaine was injected subcutaneously. An 18 gauge angio catheter was inserted into the anterior abdominal wall and approximately 100 cc of serous fluid was drained. Fluid was slightly higher consistency compared to prior drainages. The patient tolerated the procedure well without complications. A post drainage ultrasound revealed a residual 11.8 x 3.94 cm collection in the anterior abdominal wall. Impression: successful drainage of anterior abdominal wall fluid collection using ultrasound guidance.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. Ultrasound guided drainage: ¿clinical: status post ventral hernia repair with abdominal wall fluid collection. This collection has been drained 4 times already. It has re -accumulated. Description: the abdominal wall collection is septated and measures 15cm in height x 10 x 4.7cm. In a sterile manner, local anesthesia with 1% lidocaine was performed and the collection was drained using an 18 gauge spinal needle. There was more resistance to the needle this time, to enter the collection. A total of 300cc's of serosanguinous liquid was drained. Follow up ultrasound done after drainage showed that the collection had decreased in size. Conclusion: successful drainage of abdominal wall fluid collection. 300cc's of serosanguinous fluid was removed.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. Ultrasound guided drainage abdominal wall: ¿history: patient status post mesh repair of ventral hernia with recurrent abdominal fluid collections. Findings: the risks and benefits of the procedure were explained to the patient. Utilizing ultrasound guidance, an 18 gauge spinal needle was inserted into the large subcutaneous anterior fluid collection superficial to the mesh. The fluid collection measured 15.2 cm in width by approximately 15 cm in length. Under continuous ultrasound guidance, the 18 gauge needle was inserted into the fluid collection at approximately 750 to 800 ml of bloody fluid was withdrawn. The patient tolerated the procedure well. Post procedural ultrasound demonstrated near complete resolution of the fluid collection. There were no immediate complications. Impression: successful ultrasound guided seroma drainage as described above.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. Ultrasound guided cyst drainage: ¿history: chronic seroma in abdominal wall. Drainage of fluid collection. Findings: informed written consent was obtained. Following the administration of local anesthetic and under ultrasound guidance, an #18 gauge spinal needle was introduced into the fluid collection within the anterior abdominal wall in the mid epigastrium. Approximately 500 ccs of bloody fluid was withdrawn. Follow-up ultrasound exam showed no significant residual fluid collection. Impression: satisfactory drainage of fluid collection anterior abdominal wall.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. ¿CT scan abdomen/pelvis without contrast: ¿clinical history: status post alcohol sclerotherapy for abdominal wall lymphocele that appeared following abdominal wall hernia repair with placement of a mesh. One month sclerotherapy, the collection has re -appeared. Technique: CT scan of the abdomen and pelvis choosing a 5 mm collimation was obtained. Again, there is a lymphocele in the anterior abdominal wall behind the mesh in its superior aspect posterior to the mesh in this lower portion. This collection measures 10 x 4 x 15 cm in height. It is the same size as it used to be prior to the alcohol sclerotherapy. Conclusion: re -appearance of the lymphocele. Ultrasound guided drainage is recommended.¿. (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. Ultrasound abdominal wall with insertion of catheter: ¿clinical history: the patient has an abdominal wall lymphocele that has re -appeared one month following the alcohol sclerotherapy. Description: after informed consent was obtained, the patient was given contrast dilation using 25 micrograms of IV sentanyl. He was prepped and draped in sterile fashion. Local anesthesia was performed with 2% lidocaine, 7 ml. A 5.5 sacks catheter was inserted in the collection and drained 400 cc of straw-colored fluid. The catheter was then attached to the skin and occlusive dressing was made. The patient was transferred to short stay where he was instructed to drain the collection daily with a 60 cc syringe. He is scheduled to come back in one week for re -assessment of the lymphocele and new session of alcohol sclerotherapy. Conclusion: successful insertion of a 5.5 french catheter in the lymphocele. The patient went back home with the catheter in place and will drain it daily with 60 cc syringes. He will come back in one week for alcohol sclerotherapy.¿. Explant preoperative complaints: (B)(6) 1998 ¿ (B)(6) 1998: (B)(6) medical center. [Inpatient hospitalization]; (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. CT scan abdomen/pelvis without contrast: ¿clinical history: patient has had a hernia repair with a mesh, followed by a recurrent abdominal wall lymphocele. The lymphocele has been drained five days prior to the current admission. A 5 french catheter was left in place. The patient is now febrile. Description: spiral CT of the abdomen and pelvis was obtained using a 10 mm collimation. In the anterior abdominal wall, behind the mesh used to fix the ventral hernia, there is a collapsed lymphocele containing a minimal amount of fluid. There is some fat stranding around the cavity of the lymphocele. Towards the lower portion of the mesh, to the left, there is a recurrence of a hernia containing omental fat. There is no evidence for central abdominal abscess. CT scan of the abdomen was obtained after injection of a contrast product through the catheter inside the lymphocele cavity. This showed no extravasation of the contrast or spillage into the peritoneal cavity. It was then decided to attempt a new section of alcohol sclerotherapy of the lympocele. In front, consent was obtained from the patient. 30 cc of absolute alcohol were injected into the cavity. The catheter was then put to gravity to evacuate the alcohol 1/2 hour later. There is no immediate complication. Conclusion: clinical infection of the patient's abdominal wall lymphocele. There is no evidence of intra-abdominal abscess or acute process. A new session of alcohol sclerotherapy was attempted using 30 cc of absolute alcohol. There was no immediate complication.¿; (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. CT scan abdomen/pelvis without contrast: ¿history: purulent discharge from the anterior abdominal wall. Findings: ... There is mass in the anterior abdominal wall. There is infiltration of the fat of the anterior abdominal wall without a discrete drainable fluid collection. There is a small locular fat lateral to the left margin of the mass compatible with a small fatty hernia. Scans through the lower abdomen and pelvis are unremarkable. Impression: infiltrative changes throughout the anterior abdominal wall mass without a discrete drainable fluid collection.¿; (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. CT abdomen/pelvis without contrast: ¿history: status post abdominal wall hernia repair. Has a postoperative lymphocele. Sclerotherapy of this lymphocele with ethanol was done one month ago and one week ago. The patient currently has recurrence of abdominal wall collection and infection¿ findings: this exam was compared to the prior CT scan done on 10/31/98. Compared to the previous study there is now a recurrence of the large abdominal wall collection. The collection extends in front and behind the mesh. After informed consent was obtained, the patient was prepped and draped in sterile fashion. A 5.5 french catheter was inserted into the lymphocele and 400 cc of purulent fluid were aspirated. Following this, the cavity was injected with diluted contrast product, the patient was scanned again, there was no leak into the peritoneal cavity. The contrast product was re -aspirated and the cavity was lavaged until clear fluid came back. Following this, 100 cc of absolute alcohol was injected into the cavity. It was left into the cavity for twenty minutes and then the catheter was put to gravity to drain the alcohol. There was no immediate complications. The patient experienced no pain. Impression: abdominal wall fluid collection with successful drainage of 400 cc of purulent fluid. Insertion of a 5 french catheter and new session of alcohol sclerotherapy with 100 cc of absolute ethanol. There were no immediate complications. The patient should be re -scanned on friday to re -assess the collection.¿; (B)(6) 1998: (B)(6) medical center. (B)(6), md. Discharge summary: ¿reason for hospitalization: infected abdominal wall seroma. Significant findings: ¿the patient is a 40 -year -old man who is a few years status post an open nissen fundoplication. This procedure was followed by multiple ventral hernia repairs, the last involving the placement of mesh in his abdominal wall. The patient since has had chronic wound seroma and has had approximately nine radiological drainages, the last being 4 days prior to this admission. At that time, a drain was left in place. The patient now presented complaining of rigors, sweats and nausea for several hours. On physical examination on admission, the patient was afebrile with stable vital signs. The abdominal examination was significant for a drain in the midline. The abdomen was protuberant, but soft with no obvious cellulitis and minimal diffuse tenderness. The fluid aspirated from the drain was clear brown. Laboratory values on admission were significant for a white blood cell count of 20,000. Hospital course: the patient was admitted with the diagnosis of recurrent infected wound seroma and started on intravenous antibiotics. On the day of admission, the patient underwent a cat scan of the abdomen. The cat scan showed that the seroma was completely drained at the time of the exam and the catheter was in place. There was no intra-abdominal abscess or inflammation noted. Injection of contrast into the seroma cavity showed no leakage into the abdominal cavity. 30 cc of absolute alcohol was injected into the seroma in an attempt to sclerose it. It was helped at this time by the radiologist that this seroma may in fact have been a lymphocele. The patient remained relatively stable during his hospital course. The maximum temperature reached 101.8. His white blood cell count fell to 9.3 by hospital day 3. On (B)(6) 1998 while ambulating to the bathroom his abdominal wall drain fell out. A repeat cat scan done the following day showed no further collection. Cultures of the seroma fluid grew out staphylococcus aureus. This was sensitive to nafcillin. The patient's antibiotics were tapered appropriately. On (B)(6) 1998, an ultrasound was repeated of the abdominal wall. This showed that approximately 400 cc of purulent fluid had recollected in the abdominal wall seroma. A CT guided drain was placed by radiology. This drain was left in place. Again, alcohol was infused into the seroma for sclerosis. The patient remained afebrile over the next 24 hours. He was tolerating regular diet, his pain was controlled. In addition to the staphylococcus aureus that grew from the seroma fluid, 2 plus yeast was also found in the fluid. The patient was started on p.o. [Oral] diflucan 24 hours prior to discharge. On (B)(6) 1998, the patient continued to do well, he was discharged to home in stable condition with instructions to follow-up with dr. Becker in one week. The patient was also to have a repeat ultrasound two days after discharge on friday, (B)(6) 1998.¿; (B)(6) 1998: (B)(6) medical center. (B)(6), md. Radiology. Ultrasound guided drainage. ¿clinical history: anterior abdominal fluid collection, for drainage. Procedure: ¿ using ultrasound guidance, patient's known anterior abdominal wall complex fluid collection was identified. 2 local lidocaine was applied. 5.5 french catheter was inserted into the collection. This promptly drained yellow turbid fluid. The catheter was left in, and a 3-0 suture was applied. The patient tolerated the procedure well without complication. Impression: uncomplicated drainage of fluid collection.¿; (B)(6) 1998: (B)(6) medical center. [Provider signature illegible]. History and physical. ¿40 yo [male] s/p open nissen fundoplication 1995 [with] postop ventral hernia repair x2. In 2/98 pt [patient] developed seroma + has had >9 radiologic drainages including alcohol sclerosis + developed infected seroma 1 wk [week] ago. Cultures grew staph + yeast, has been on nafcillin and diflucan. Pt had indwelling catheter which fell out saturday, pt being admitted now for IV antibiotics prior to surgery¿ a/p: infected mesh. IV antibiotics. To or wed for mesh removal.¿; explant procedure: removal of gortex mesh, I+d of abscess; explant date: (B)(6) 1998 [hospitalization dates (B)(6), 1998]; (B)(6) 1998: (B)(6) medical center. (B)(6), md. Brief op note: pre- and postoperative diagnosis: infected abdominal gortex mesh with abscess. Anesthesia: general. Estimated blood loss: minimal. Specimen. [Illegible words] of purulent fluid to micro [microbiology]. Inflammatory tissue to path [pathology] complications: none. Drains: jp [jackson pratt] drain. Disposition: stable/extubated to pacu.¿; findings: ¿upon entering abd. Cavity, about 100 cc purulent fluid was aspirated both above and deep to the mesh. The gortex mesh was removed + extensive flushing was done.¿; (B)(6) 1998: (B)(6) medical center. [Provider signature illegible]. Surgery progress note: ¿a/p: pt. Doing very well. Will switch to [illegible word] 500 bid [twice a day]. Discharge to home today. Jp drain d/c¿d. Services for vna [visiting nurse]. Pt will follow up with dr. Becker in I-ii weeks.¿. Relevant medical information: (B)(6) 1999: (B)(6) medical center. (B)(6), md. Radiology. CT scan abdomen/pelvis without contrast: ¿indication: anterior abdominal wall seroma on previous study. To evaluate for recurrence. Findings: ... There are postoperative changes in the anterior abdominal wall, but no residual fluid collection. There is laxity of the lower anterior abdominal wall, with a number of loops of small bowel protruding anteriorly. No definite hernia is present. There is no fluid collection present. Scans through the remainder of the abdomen and pelvis are unremarkable. Compared to the previous examination, there is resolution of the small fluid collection which was present postoperatively, and no other significant change. Impression: resolution of the fluid collection in the anterior abdominal wall. Persistent laxity of the lower anterior abdominal wall, without a definite hernia.¿; (B)(6) 1999: (B)(6) medical center. (B)(6), md. Radiology. Chest frontal and lateral, kub and upright abdomen: ¿history: patient with ventral hernia, nausea, and vomiting, and pain. Findings: flat and upright kub is compared to prior film of 4/9/99. There is scattered air and stool throughout the colon with no evidence of obstruction. The gastric bubble is distended and demonstrates an air -fluid level. This has been persistent since the last exam. An upper gi is recommended to rule out pyloric obstruction if clinically indicated. The small bowel is unremarkable. Bony structures are intact. No other interval change. Impression: 1. Persistent air -fluid level within the stomach. Upper gi series may be helpful in further evaluation. No other significant interval change. Pa and lateral of the chest is compared to a prior film of (B)(6) 1999. The lungs are clear. The cardiac and mediastinal silhouette are unchanged. Pulmonary vasculature is within normal limits. Bony structures are intact. Impression: negative chest with no interval change.¿; (B)(6) 1999: (B)(6) medical center. (B)(6), md. Radiology. CT of the abdomen and pelvis. ¿clinical history: 40 -year -old with anterior abdominal wall infection, now with persistent abdominal wall pain. Findings: 10 -mm axial slices through the abdomen and pelvis were performed with oral contrast. Comparison is made to prior examination of (B)(6) 1999. As noted in the previous examination, there is anterior abdominal wall hernia. There is no evidence of incarceration. There is no evidence small bowel loop obstruction. No interval change is noted from previous examination. The livery spleen, adrenals, and pancreas are normal. Both kidneys are also normal in appearance. The small and large bowel are unremarkable. The lung bases are clear. Conclusion: no interval change in the anterior abdominal wall hernia.¿ . It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." . W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the instructions for use further states: ¿to help maintain asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material. Staged repairs should be considered when the soft tissue patch will be subjected to gross contamination.¿ the instructions for use further states: ¿exposure of the soft tissue patch to the external environment during healing should be avoided. If the soft tissue patch should become exposed during healing, treat to avoid contamination and allow for secondary healing with tissue flap coverage, if possible.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.